Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was being implanted. The closure device was positioned in the laa and partially recaptured one time. A slight clockwise motion was applied to the closure device, and the closure device was redeployed in the laa. The closure device released immediately upon deployment as the closure device was released with no turns of the deployment knob. The position and measurements of the closure device were appropriate, but no tug test could be performed due to the early release of the closure device. No patient complications were reported and the closure device remains implanted in the laa.